Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial #: (B)(6)) was returned for evaluation with the reported event of a system error, a burning smell, and the motor stopping. The motor was run on a test loop for several days and the motor cable was manipulated along its entire length with no alarms. The motor was functionally tested and passed all tests. The reported event could not be correlated to an issue with the returned motor and is further investigated via the console investigation (manufacturer report number 3003306248-2023-01928). The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The centrimag primary console section 3 entitled ¿about the primary console¿ warns ¿one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction¿. The centrimag primary console table 12 entitled ¿primary console alarms & alerts¿ details how to interpret and troubleshoot all system alarms including system fault alarms: ¿the blood pump will stop. An audible alarm will sound which cannot be muted. Clamp the return tubing and switch to the backup system according to the procedure described in section 8.1. Resume support. Record the alarm message and contact your thoratec representative¿. The centrimag primary console section 8.1 entitled ¿switching to back-up hardware¿ provides instruction on how to properly switch to backup equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2023-01928. It was reported that the specialist received a call from the hospital at 10:30pm, which informed that the centrimag console had a system error and smelled of burning. The doctor then reported that the motor had stopped working for over 10 minutes and they were afraid this would cause thrombosis. The pump was not exchanged to the backup pump. Instead, when the specialist arrived at 11:00 pm, the patient was switched from the centrimag to extracorporeal membrane oxygenation (ECMO) support.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.